Manufacturer narrative:
Summary of evaluation:evaluation can not be performed. There is no evidence that the device failed to meet specifications.

Event description:
The acetabular insert was revised due to a cystic lesion around the outer shell. The shell was left in place. The femoral head (cat. No.6284-0-132) was also revised.